Manufacturer narrative:
Details of the complaint: the nurse reported that the respiratory leads quit working and was not giving them a waveform. The leads and electrodes were replaced. The bsm-1753a was removed and placed back into the bsm-6000, but the issue persisted. Tech support (ts) had them remove the trunk cable that is connected to the bsm-1753a and put it back in. After doing this, the waveform came back up. There were no error messages. Issue resolved. No patient harm was reported. Investigation conclusion: based on the available information, a definitive root cause could not be identified. However, since the issue was resolved by reconnecting the trunk cable and the issue has not recurred after it was resolved, it is likely that the trunk cable was loosely connected to the bsm-1700. It may be loosely connected during setup or may have been inadvertently loosened during use. The issue was resolved by simple troubleshooting - reconnecting the cable. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10: concomitant medical device attempt #1 12/29/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 01/06/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 01/17/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Bedside monitor bsm-6000 series. Model: ni . Sn: ni.

Event description:
The nurse reported that the respiratory leads quit working and was not giving them a waveform. The leads and electrodes were replaced. The bsm-1753a was removed and placed back into the bsm-6000, but the issue persisted. Tech support (ts) had them remove the trunk cable that is connected to the bsm-1753a and put it back in. After doing this, the waveform came back up. There were no error messages. Issue resolved.

Event description:
The nurse reported that the respiratory leads quit working and was not giving them a waveform. The leads and electrodes were replaced. The bsm-1753a was removed and placed back into the bsm-6000, but the issue persisted. Tech support (ts) had them remove the trunk cable that is connected to the bsm-1753a and put it back in. After doing this, the waveform came back up. There were no error messages. Issue resolved.

Manufacturer narrative:
The nurse reported that the respiratory leads quit working and was not giving them a waveform. The leads and electrodes were replaced. The bsm-1753a was removed and placed back into the bsm-6000, but the issue persisted. Tech support (ts) had them remove the trunk cable that is connected to the bsm-1753a and put it back in. After doing this, the waveform came back up. There were no error messages. Issue resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: bedside monitor bsm-6000 series. Model: ni. Sn: ni.